Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as a touch contamination. On an unreported date, the patient was hospitalized for the peritonitis event. The patient was treated with cefepime (intraperitoneal, dose and frequency not reported, duration of two weeks) and vancomycin (route, dose, and frequency not reported, duration of two week) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event and had been discharged from the hospital. It was not reported whether the patient or caretakers were retrained on aseptic technique. No additional information is available.